Event description:
Pentax medical was made aware on 01-jun-2021 that was observed prior to use in the operating room within the emea region. The reported complaint was that there is unclear focus with an adapter camera involving pentax medical fiberoptic bronchoscope model fb-19tv, serial number (B)(4). It was determined the covered fiber bundle(cfb) were improperly adjusted during the last repair. The endoscope has been reworked.

Manufacturer narrative:
Import for export. (B)(4) this complaint is being processed in accordance with (B)(4) decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the improper adjustment on the image guide fiber bundle (cfb). Based on the result, we concluded that it was caused due to the poor quality of the last repair. Correction information: 30-day follow-up #1, coding changed based on the investigation result: investigation conclusions. Additional information: correction, additional information, device evaluation. This report is being filed as part of the pentax backlog management plan.